Event description:
It was reported that, "dr. Upon looking at the pt's xray, has noticed that one of the screws has pulled through the plate." There is no plan to revise as the pt is reported to be doing well.